Manufacturer narrative:
Following information provided by the customer, the issue occurred during moving of the ceiling lift to the charging station. The spreader bar hooked onto light over the bed. The facility staff pushed the down button on the handset to lower the spreader bar causing slack in the strap. This caused the subsequent unwinding of the strap after being taken from the light. The device evaluation revealed that there was no device malfunction found. The device was in overall good condition. The return to charge (rtc) steps are described in detail in the instructions for use dedicated to maxi sky 600 (IFU 001.14150.33). As per device design, after pressing the return to charge button for 3 seconds, the spreader bar will be raised to the top and the maxi sky 600 will move along the track, in the pre-programmed direction. When the charging station is reached, the ceiling lift will stop and the spreader bar will be lowered to the pre-programmed length to be reachable by the caregiver. The rtc can be stopped at any time by: ¿pressing any button on the hand control or pulling on the red emergency stop cord¿. The IFU also warns: "constant surveillance is required when using the rtc function to prevent the spreader bar from hit somebody/ something along the path." To sum up, the maxi sky 600 ceiling lift was not used to transfer the patient when the claimed issue occurred. The maxi sky 600 spreader bar dropped and from that perspective the device did not meet its performance specification. The complaint decided to be reportable due to the unexpected unwinding of the maxi sky 600 strap.

Event description:
Following a customer allegation, the spreader bar of the maxi sky 600 ceiling lift dropped unexpectedly to the bed. The ceiling lift was not used to transfer the patient. No injury was reported.